Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined; however, customer reported removing excess air from the cartridge during the air removal step. Customer was educated on the proper air removal process per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 194 mg/dl at time of event.